Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via social media that the customer had diabetes ketoacidosis. The customer¿s mother reported that customer was advised not to use insulin pump and customer was treated with insulin shot however, they were not getting it continuously and customer got into diabetes ketoacidosis. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.